Manufacturer narrative:
The 2 mm x 6 cm deltaplush cerecyte microcoil would not advance into the sl-10 microcatheter. Additional information received indicated that the coil got stuck/impeded at the proximal part of the microcatheter during coil introduction. The coil was eventually withdrawn without replacing the microcatheter and the procedure was completed with no patient injury reported. It was reported that it is unknown if there was stretching or unintended detachment that occurred during the procedure. The returned coil was damaged/stretched. The coil was found to have been severely damaged. The distal diameter of the angle ring (outer sheath) has been compressed. The coil's socket ring has been severed at the solder point. The fracture is ductile in nature requiring external force. No material defects or related manufacturing processes were found that may have produced the fracture. Also, the coil's socket ring was unraveled out of the proximal soldered section. The proximal end of the coil was unraveled out of the distal soldered section. The coil has been buckled and compressed distal, but adjacent to the stretched proximal end of the coil. All of the above damage required external force. The distal section of the coil retained its secondary shaping. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The evidence strongly suggests that the coil buckled when encountering distal interference during introduction and became anchored. During retraction, the proximal end of the coil then may have stretched before being released from its anchored state. However, based on the available information and the manner in which the device was returned, the circumstances of how this damage occurred and timing as related to procedural use cannot be determined. The concomitant sl-10 microcatheter and the rhv were not returned. Without the return of the sl-10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. Procedural factors may have contributed to the resistance encountered during coil introduction into the microcatheter resulting in the coil damage found on the returned device. With review of the analysis and the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The delta plush coil would not advanced into the sl-10 microcatheter. Additional information received indicated that the coil got stuck/impeded at the proximal part of the microcatheter during coil introduction. The coil was eventually withdrawn without replacing the microcatheter and the procedure was completed with no patient injury reported. Unknown if there was stretching or unintended detachment that occurred during the procedure.